Event description:
The customer reported the generation of low patient results and quality control for total bilirubin (tbil), magnesium (mg) and lactate (lac) on their unit 3 of the au5800 clinical chemistry analyzer. The customer did not release the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer only provided initial low results for mg for three (3) patients.

Manufacturer narrative:
The beckman field service engineer evaluated the au5800 clinical chemistry analyzer and replaced the wash valve assembly to resolve the issue. The fse verified the analyzer resumed normal operation. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).